Event description:
It was reported that this pacemaker system exhibited right ventricular (rv) lead impedances that were fluctuating up and down. The reported impedance measurements ranged from approximately 500 ohms to approximately 1200 ohms indicating the impedances were not out of range. No noise was observed on the rv lead. Technical services (ts) discussed potential device programming changes with the healthcare professional (hcp). The products remain in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).